Event description:
It was reported that during a hip procedure using a super turbovac 90 icw wand, after 10 minutes of activation the want tip detached while in the surgical site. The surgeon was able to retrieve the broken piece from the surgical site, however opted to complete the procedure using a competitive device. There were no significant delays or pt complications reported as a result of this event.